Manufacturer narrative:
Findings: pump received with blank display due to moisture damage at electronic assembly. Unable to perform operating currents, self test, error test, rewind test, basic occlusion test, occlusion test, primetest, excessive no delivery test and displacement test due to blank display. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was exposed to fluid/moisture. The customer¿s blood glucose was not provided at the time of the incident. The customer states the insulin pump was vibrating without an alarm after being exposed to fluid/moisture. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.